Event description:
Further information was received that the patient underwent a revision procedure. It was discovered that the pin had slipped out of the generator header. This connection has now been corrected, and the appropriate impedance has been achieved. The patient is currently under the care of a neurologist, and the vns therapy is proceeding as intended.

Event description:
Per the physician, the patient had not experienced any trauma to the site nor manipulated the site. The physician confirms that the pin was not fully inserted at the time of initial implant as the patient needed an additional procedure where they revised the device and inserted the pin fully.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was recently implanted and impedance values were within normal limits after the surgery. However, high impedance was detected at later visits. X-rays were taken and provided for the manufacturer's review. Ap and lateral chest x-rays were received and reviewed. The x-rays were provided after report of high lead impedance. The generator was located in the patient¿s left chest well below the recommended 4th anterior rib landmark. There is no indication that the device has migrated to that area. Due to the contrast and angle of the images provided, no assessment can be made on the level of insertion of the lead pin into the generator. The filter feedthru were confirmed to be intact. The visible portion of the lead was reviewed and assessed for breaks; none were detected. Stress relief bend and loop was present and placed per labeling. Two tie-downs were present and are not placed per labeling as there should be three. A portion of the lead is routed behind the generator. The cause of the patient's high impedance cannot be fully assessed. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No surgical intervention has occurred to date. No additional relevant information has been received to date.